Manufacturer narrative:
Citation: scholtz et al. Valve-in-valve transcatheter aortic valve implantation with corevalve/evolut r© for degenerated small versus bigger bioprostheses. J interv cardiol. 2018 feb 28. Doi: 10.1111/joic.12498. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding procedural outcomes following implant of a medtronic transcatheter bioprosthetic valve inside of a previously implanted degenerated prosthetic valve. All data were collected from a single center between february 2009 and december 2016. The study population included 37 patients (predominantly female; mean age 83.9 years). Nine patients had a previously implanted medtronic hancock (4), mosaic (4), or freestyle (1) surgical valve. All 37 patients received a medtronic corevalve (17) or evolut r (20) bioprosthetic valve implanted inside a previously implanted degenerated prosthetic valve. No serial numbers were provided for any of the valves. Among all patients, one death occurred. A valve-in-valve implant was performed without complications. Following the procedure, a pleural effusion was drained surgically. A few hours later the drainage fluid turned to blood which led to hemorrhagic shock with need of blood transfusion and an unsuccessful cardiopulmonary resuscitation. Based on the available information, the death was not attributed to medtronic product. Among the nine patients with a previously implanted prosthetic valve adverse events included: stenosis, regurgitation, and intervention to implant a transcatheter valve. Among the 37 patients implanted with a medtronic transcatheter valve adverse events included: moderate to severe paravalvular leak (pvl), new permanent pacemaker, and vascular or hemorrhagic complications requiring intervention. No additional adverse patient effects or product performance issues were reported.